Event description:
It was reported to tyco healthcare/kendall in 2007, that the customer is having a prod problem with the vistec x-ray detectable sponge. The customer alleges that the vistec is linting during use in surgery.

Manufacturer narrative:
A detailed investigation is currently underway. The results will be forwarded upon completion.